Event description:
It was reported from (B)(6) that in the beginning of an unspecified surgical procedure, it was discovered that the hose on the motor device did not work properly when connected. According to the reporter, the surgeon attempted to get the device to work again. However, the device would not work. On the third attempt, the hose of the motor device exploded. The reporter indicated that the nitrogen pressure and the connection of the equipment were correct. The reporter stated that the device was new. There was a fifteen minute delay to the planned surgical procedure as the hospital staff obtained another cutting tool. There was patient involvement reported. The product occurrence was not relevant to the health of the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which determined that the hose was ruptured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.